Event description:
Same case as MDR ID # 2134265-2013-04340. Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, inability to cross lesion was encountered. Vascular access was obtained via the femoral artery. The 90% stenosed de novo concentric target lesion was located in the non-calcified and moderately tortuous left circumflex artery with lesion length of 28mm and a reference vessel diameter of 2.50mm. The vessel contained a >45 degree bend. After pre-dilatation using an unspecified balloon, a 28 x 2.50mm taxus liberté was advanced but encountered significant resistance and did not cross the lesion. The device was removed from the patient. No patient complications were reported and patient's status was stable. Returned device analysis revealed a shaft hypotube break.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified a shaft hypotube break located 23.5cm from the catheter strain relief. No kinks or damage were noticed along the shaft of the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).